Event description:
The customer reported his blood glucose measured 315 mg/dl, 217 mg/dl and 247 mg/dl with no boluses or exact times reported. Upon removal he noticed the cannula looks pinched.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.